Manufacturer narrative:
(B)(4). A supplemental report will be submitted upon the completion of the plant's investigation.

Event description:
It was reported by the patient that when attempting to cancel treatment in drain 0 the previous evening, there was fluid leaking from the cassette door. The patient completed treatment using manuals, and informed their nurse of the leak. During a follow up call to the patient's peritoneal dialysis nurse, the nurse reported that 2000 milligrams of vancomycin was prescribed prophylactically and there were no symptoms of peritoneal infections. The nurse confirmed that the patient did not experience any adverse events during or following the evening of the reported issue.

Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation and the failure mode cannot be confirmed. The entire lot has been sold and distributed. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification.

Event description:
It was reported by the patient that when attempting to cancel treatment in drain 0 the previous evening, there was fluid leaking from the cassette door. The patient completed treatment using manuals, and informed their nurse of the leak. During a follow up call to the patient's peritoneal dialysis nurse, the nurse reported that 2000 milligrams of vancomycin was prescribed prophylactically and there were no symptoms of peritoneal infections. The nurse confirmed that the patient did not experience any adverse events during or following the evening of the reported issue.